Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was not delivering insulin. The customer¿s blood glucose level was 308 mg/dl, 276 mg/dl. Customer stated insulin pump was not giving option to deliver bolus. Customer was in the hospital for scheduled liver surgery. Customer declined troubleshooting. The insulin pump will not be returned for analysis.